Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire guidewire and a rota burr were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The procedure was completed with another of the same rotawire. No patient complications were reported.